Manufacturer narrative:
Section d4: expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the patient underwent surgical debulk of outflow graft on (B)(6) 2025 for extrinsic outflow graft obstruction (eogo) seen on multiple computed tomography (CT) scans. The patient underwent surgical debulk of outflow graft on (B)(6) 2025. The patient was doing well after surgery with reduction in pulsatility index (pi) and increase in flow. The patient was noted to have multiple pi on (B)(6) 2025. Log files were sent for review to see if there was anything going on with the pump. The event log file recorded 121 pi events within about 9 hours. Apart from the pi events, the mechanical circulatory system (mcs) equipment was operating as intended.

Event description:
It was later reported on (B)(6) 2025, that the patient was still having pi events, but was largely asymptomatic. The patient's fixed speed was lowered in the hospital from 6200 rpm to 5800 rpm. The patient's flow had improved to being greater than 5 liters per minute (lpm).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account's submitted images confirmed an extrinsic outflow graft obstruction (eogo). Furthermore, review of the submitted log files confirmed multiple pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined. Review of the submitted controller event log file contained events on 17dec2025 spanning approximately 3 hours. Intermittent pi events were captured throughout the file. No notable events or alarms were captured, and the system appeared to be operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, outlines pump parameters, including pulsatility index. Section 4 of the IFU, ¿system monitor¿, further explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm (revolutions per minute) per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute. This value matches the actual speed within ±100 rpm under nominal conditions. Additionally, there are no audible alarms with a pi event. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.